Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was admitted to the ICU with blood glucose (bg) 500mg/dl, vomiting, and high ketones. The patient had reportedly discontinued insulin pump therapy and was on an insulin drip. The reporter stated that the patient has had elevated bgs for the past month. The reporter stated that the patient¿s healthcare provider requested the pump be replaced. During troubleshooting, an air bolus was successfully performed and insulin was found to be delivering as programmed. However, the hcp was reportedly blaming the pump because he has continued to make basal settings changes over the past month with no improvement in the patient¿s bgs. The reporter also noted that she has lost faith in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention with the allegation that the pump was not delivering insulin as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(6) 2014. On (B)(6) 2014 07:51 a replace cartridge alarm was recorded; deliveries were resumed at 09:25. The boluses and basal added up appropriately to total the total daily dose, showing the pump was delivering accurately until the last date used. A delivery accuracy test was successfully completed; the pump was found to be operating within required specifications. No alarms occurred during testing. Unrelated to the complaint, the keypad was observed to be torn at the down arrow key. All of the keypad keys responded appropriately. The keypad cover was removed and there was no evidence of contamination found under the key contacts. Also unrelated to the complaint, testing revealed the time and date reset after a pump reboot. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. The issue of inaccurate delivery was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.